Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Pneumoperitoneum is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The following day, report received indicating that the patient developed pneumoperitoneum and acute abdominal pain. The patient was treated with pain medication and intravenous antibiotic piperacillin / tazobactam 3 times a day. The patient's condition has improved and duopa therapy is continued. The discharge is planned for the following week.